Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling down properly. Mixing pump assembly was replaced. A functional test was performed. The evaluation found no other issues with the arctic sun performance. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device water did not cool down. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, they repaired the device in the field. They replaced a mixing pump assy. The date of event occurred was (B)(6) 2023.

Event description:
It was reported that the arctic sun device water did not cool down. Per review of wo on 10jan2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 11jan2023, they repaired the device in the field. They replaced a mixing pump assy. The date of event occurred was (B)(6) 2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.